Manufacturer narrative:
The speaker assembly was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor reported that, while servicing the machine, an alarm speaker failure was noted. There was no report of patient involvement.